Event description:
The vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by , occurred on (B)(6) 2022, in the hospital (B)(6). The reference number assigned to this incident is (B)(4). It was reported that after 7 days of therapy a membrane dysfunction is suspected due to sudden elevation of transmembrane pressures. There were no hemolysis or oxygenation deficits. Therefore the oxygenator and pump were exchanged. The consequence was: a need for surgical intervention to avoid injury or permanent disability. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by , occurred on 2022-11-07, in the hospital (B)(6). It was reported that after 7 days of therapy a membrane dysfunction is suspected due to sudden elevation of transmembrane pressures. There were no hemolysis or oxygenation deficits. Therefore the oxygenator and pump were exchanged. The consequence was: a need for surgical intervention to avoid injury or permanent disability. The affected hls set will be investigated in complaint#: (B)(4) (mfg report number: 8010762-2023-00361). On 2023-10-17, the information was received that the getinge service and sales unit (ssu) could not get any answers from the customer. The event happened a long time ago. According to the ssu this complaint is related to the renacer program that generates many incident notices that most of the time are not related to the device. The exact root cause remains unknown, as the product was not available for investigation and no further information of the event was received. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: defective/disturbed (emi) pressure sensor, defective pressure sensor, connection of non-compatible sensors, wrong plugged external pressure sensor or disconnection (mix up), too high/low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-10-26 for the period of first nc to 2023-07-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the available information the reported event "membrane dysfunction due to sudden elevation of transmembrane pressures" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (time frame from 2022-07-24 till 2023-07-24). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported event is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text: no information received about which device serial of ch was used in this event.